Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# (B)(4), product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported "as the implanted two wires were bent." The patient received two new wires and a tunneling tool kit approximately 3 years following initial implant. It was unknown if the patient had received more than 50% symptom reduction. Additionally, it was unknown if any troubleshooting had been done and unknown what the cause of the event was. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748251, serial (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 748251, serial (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 7428, serial (B)(4), product type: implantable. Neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) confirmed that it is unknown how the bent wires were discovered and what the root cause of the issue was. No further complications are anticipated.